Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an transcatheter aortic valve implantation interventional procedure using an 8f sheath. Reportedly, the device could not be removed from the vessel at step 4. No damage was noted. The prostyle device was surgically removed. Hemostasis was achieved surgical intervention. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned device observations indicate a separation of the guide occurred due to device manipulation during device placement. Separation of the guide would compromise foot functionality which would subsequently contribute to the reported device entrapment. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: during returned device analysis, it was noted that the lever was returned in the original position, and the foot was deployed. A guide break held together by the actuator wire was identified.